Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported an ma on in error message. This error causes the system to shut down, resulting a loss imaging functionality. There I no report of injury or death associated with this event.